Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had teeth pulled and bone graphs in (B)(6) 2017. It was reported that the patient was feeling stimulation in the wrong location and painful stimulation. Patient couldn't get the programmer to turn off the stimulation. Patient was able to sync with their patient programmer and it showed stimulation was off. The reason for calling was the patient could not get the programmer to turn off stimulation. Patient stated they found out the doctor left the stimulator from 2007 in their body, they had 2 stimulators in their body and the programmer was connecting to one of them. Patient stated their dad could feel both stimulators. Patient stated the doctor said there is no record of another stimulator in the patient's back. Patient's dad stated the patient had been to the clinic and other hospitals to try to get the stimulator off. Patient's dad stated they just checked the patient because they had all their upper teeth pulled and the patient was healing nice. During the call, the patient programmer was communicating with the ins. Patient programmer said 0.0, patient stated there was no lightning bolt. It was reviewed for the patient to inform their healthcare provider that they were feeling stimulation. It was reported that the patient could talk the day of the report only because their mouth was numb. The day prior to the report the patient dad turned the ins off, it was off for about 4.5 hours, then it came back on, but patient had not turned it on. Patient was having pain in their mouth/jaw. Patient's dad stated there was stimulation in the patient's mouth and they had been in bad pain for about a week and a half. Patient reported a fall. They reported about 2 months prior they started having problems with feeling stimulation, patient also reported feeling stimulation in other areas, their hand and foot would jump. Additional information was received. The patient called back reporting the same issues previously reported. They reported they reached out to their healthcare provider who had a np see them and turn the device off. Patient stated that even with the stimulation off patient was having horrible stimulation in their jaw and entire body. Patient stated they went to the ER the other night and last night due to the issues previously reported and the hospital wouldn't transfer the patient. Patient inquired if they should go to the ER again. Patient stated their most recent device was implanted in (B)(6) 2017 and that was the ins that was turned off. Patient believed they had a second ins implanted still even there is no record of the second implant still implanted. Patient stated the np told them there was only one ins implanted. Patient requested healthcare provider listings as they wanted a second opinion. The patient reported they were having problems because they had discomfort/pain in their jaw and they wanted help to turn their stimulator off. Patient had turned stimulation down to 0.0 and turned off the implant. Once it was off, they stated they didn't notice any difference and still had the jaw issue. Patient was redirected to their healthcare provider for their medical issues. Additional information was received. The patient reported they were going to utmc. Patient also repeated they had one ins put in in 2010 and one in (B)(6) 2017. The one from 2010 was not removed, they told the patient it was removed, but they had not removed it. No further complications were reported or anticipated.